Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the reported problem was identified. The diagnostic procedure was completed by using a wired footswitch. The inhouse technician replaced the wireless footswitch and wireless footswitch base station which returned the system to use in good working order. Philips cannot further investigate the reported problem as the defective parts were not available.

Event description:
It has been reported to philips that wireless footswitch looses connection. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.